Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 89 mg/dl. The customer was not assisted with troubleshooting. Customer stated that they having the difficulty while pressing the buttons. Customer stated that the up-down button were hard to push. Customer press the esc button and act button but was not working. Customer said that the down button had indented marks and the they using her nails to make it to respond. The device will not be returned for analysis.